Event description:
It was reported that the printer inside the programmer does not work. It wsa noted that there was paper in the programmer however it still said that it could not print. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a printer issue however noted that the paper was not installed correctly. The paper was re-installed and it was verified that the printer then functioned as expected. It was further noted that the left keyboard hinge was broken and the stylus was out of calibration, making it difficult to make selections. Both the left keyboard hinge and the overlay/bezel assembly were replaced and the stylus calibrated. (B)(4).